Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle had been detached from the suture. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2023. H6 component code: g07002 no device problem found. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Overall inspection of the returned sample shows that it was received one open sample that pertain to product code jb840. The product code is control release and required eight strands per packet. Upon visual inspection of the returned sample, it was noted that only was returned a detached needle, and one suture. During the inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was inspected, and the insertion end was observed to be as expected. As the product code jb840 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional tests cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.